Event description:
A report was received that the patient underwent explant of the ipg as it was causing discomfort and was not helpful in relieving the pain. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.